Event description:
The user facility returned an asset evis exera iii video system center to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, the unit had no image . There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the unit failed in inspection due to multiple issues, loose locking lever due to the scope socket having a bent pin, there was no image inside the mask for all test 180 scopes due to a faulty patient board set, the cosmetic appearance of the unit needed to be updated, replaced the top cover, the front panel, and it had worn feet. The software version needed to be upgraded from 3.01 to current version 4.10. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty patient board set could not be identified. However, it¿s possible the operational amplifier circuit design change on the dr board (printed circuit board) had an effect before countermeasures were taken but it could not be identified. It was confirmed that the design of the dr board (printed circuit board) was changed on april 16, 2018. It is unclear whether this design change is related to the indicated event. Olympus will continue to monitor field performance for this device.